Event description:
It was reported that upon receipt, the device would not interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported telemetry anomaly was confirmed in the laboratory. Bench testing noted that the rf telemetry was functional only at close distances. The rf module was inadvertently damaged during the analysis procedure. The cause of the reported telemetry anomaly could not be determined.